Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient was examined by their dentist and was advised to stop aligner treatment, this is making their gums recede. Patient has dental crowding, a moderate curve of spee and gingival recession. Patient's treatment plan incorporates alignment by using dental expansion without interproximal reduction of enamel to compensate for the existing arch length discrepancy, exacerbation of their gingival recession will result. The dentist opinion is this is a case for fixed orthodontics.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.